Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number scrolling anomaly was noted. The insulin pump had minor scratches on the display window, cracked display window corner, cracked battery tube threads, a broken belt clip slot at the battery tube threads area and a broken reservoir tube lip.

Event description:
Customer's mother reported that she was unable to deliver a bolus because the numbers were scrolling on their own. The blood glucose reading was 266 mg/dl. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.